Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 650 mg/dl at the time of the incident. The customer was at 409 mg/dl at the time of the call. The caller did not mention how the customer was treated. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. The caller reported the customer got hardware low level failures twice during self tests. Troubleshooting was completed and insulin did not exit the tubing. The insulin pump will be returned for analysis.